Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor read 126 mg/dl despite a blood glucose of 48 mg/dl. The patient treated the low blood glucose with juice. Troubleshooting for the low blood glucose was declined. The insulin pump was not returned for analysis.